Manufacturer narrative:
Continuation of d10: product ID b3300533m serial#(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3300533 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b31000 lot#082t01224 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type accessory product ID b3300533m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3300533 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b32000 lot# 082m22623 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type accessory product ID b3400040 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating that cause of lead placement inaccuracy is unknown and likely due to hcp judgement.

Event description:
It was reported that the patient (pt) was experiencing side effects w/ minimal symptom relief during programming sessions. Their neurologist recommended explant of system. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the side effects/minimal symptom relief was due to lead placement inaccuracy.

Manufacturer narrative:
Continuation of d10: product ID b3300533m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3300533 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3300533m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3300533 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533m, serial/lot #: (B)(6), ubd: 17-jan-2025, UDI#: (B)(4); product ID: b3300533, serial/lot #: (B)(6), ubd: 17-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.